Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 445 mg/dl which was treated by manual injection. Customer alleged that insulin pump was under delivering. Customer was using insulin pump within 48 hours of reported event. Insulin pump was not on auto mode. Customer performed insulin prime tubing process and insulin exited. Customer performed displacement test which was passed. Device will not be returned for analysis.